Event description:
Procedure: lap assisted distal gastrectomy. According to the reporter: the sulu was fired with an idrive handle. It was able to previously be fired several times, then no longer able to be fired. Another device was used. No patient harm. Patient age, gender and weight: not provided. Operating time not extended.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).